Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2015-product analysis:the device was returned and evaluated by product analysis on 03/03/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box showed no evidence of shortened battery life. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was observed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.